Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4.

Event description:
Reference number (B)(4). Event occured in the united states. The patient reported four incidents of kinked infusion set cannulas. One incident occurred "last month," while the other three have taken place since (B)(6) 2025. In all cases, the patient noticed symptoms 3 or more hours after insertion. For the incident from last month, the infusion set had been in use for approximately 6 hours. For the three recent incidents, the infusion sets had been in use for less than 3 hours. All insertion sites were located on the thigh. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.